Event description:
Procedure type: hemorrhoidectomy. According to the reporter: about two-thirds of the clips were not formed properly - the clip seam was not closed. The seam was opened and bleeding. The anastomosis was done manually. The case was extended by more than 30 minutes and the patient had an extended hospital stay. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).